Manufacturer narrative:
This report is submitted on november 18, 2022.

Event description:
Per the surgeon, the patient was electively explanted on (B)(6), 2022 (reason unknown). It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on april 03, 2023.